Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure. The physician perforated the urethra while dissecting the bulb. The patient was left with a catheter to recover and a future attempt will take place. Erosion was also reported. All implants were prepped on the back table. The patient is expected to fully recover.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure. The physician perforated the urethra while dissecting the bulb. The patient was left with a catheter to recover and a future attempt will take place. Erosion located in the urethra caused by the right angle was also reported. All implants were prepped on the back table. The patient is expected to fully recover.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.